Event description:
The manufacturer received information alleging a ventilator was alarming for a ventilator inoperative alarm condition and stopped ventilating. There was no harm or injury reported. The event log was reviewed by the field service engineer and a ventilator inoperative alarm condition was observed. The customer is to repair the device themselves. They were instructed to replace the system board and the blower per the service manual. The components were ordered for the customer. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.